Event description:
It was reported by the patient that when getting up or when walking too fast they feel faint. Also reported was when laying down the patient gets very dizzy, the room spins, and vision goes very dark. The device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.